Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteric stone extraction with laser procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket wire broke off inside the patient. The broken fragment was found inside the patient and was retrieved with the use of a stent grabber. However, after retrieving, about 1 centimeter of the broken basket wire was found to be missing. Patient was placed on an image intensifier and was unable to observe remaining wire inside the patient's body. Surgical team could not see missing piece of wire within the surgical field as well. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteric stone extraction with laser procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket wire broke off inside the patient. The broken fragment was found inside the patient and was retrieved with the use of a stent grabber. However, after retrieving, about 1 centimeter of the broken basket wire was found to be missing. Patient was placed on an image intensifier and was unable to observe remaining wire inside the patient's body. Surgical team could not see missing piece of wire within the surgical field as well. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual and functional analyses of the returned zero tip basket were performed. Following a detailed device analysis, it was found that the device basket was broken. The basket wire was detached when received and a section of the basket wire was not returned. The attached wire segments were noted to have been melted and blue in color, and are consistent with being contacted with a heat source such as a laser. All of the remaining basket wires were present and attached. The handle assembly was detached from the sheath/cannula wire. The outer sheath was kinked in several locations. Upon actuation, the basket assembly was unable to close due to the handle cannula was noted to be bent. Taking into consideration the findings from the product analysis together with all available information, the most probable root cause is user error. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.